Manufacturer narrative:
(B)(4). The device was serviced by a service technician. An alarm log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed that the device has experienced repetitive f-38 alarms. However, there was no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be damaged force sensing resistors. To correct the condition, the force sensing resistors were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-38 alarm (unknown alarm situation). It was not specified during which process step the alarm occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.